Event description:
It was reported that the ilet user performed a meal announcement after eating a usual amount of carbohydrates. Logs showed glucose had risen earlier and was being corrected by the pump then about 90 minutes later the meal announcement was made. Due to insulin stacking, blood glucose then went low. This constituted an improper timing procedure associated with the user interface. Symptoms included hyperglycemia and hypoglycemia ranging from 67 mg/dl to 201 mg/dl with associated dizziness, nausea, and hot flashes/ flushes. Outcomes included minor injury of hypoglycemia resolved with unexpected medication intervention using oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.